Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter blood moves through the port and into the tubing. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no.: 381512 batch no.: 9140903 . It was reported that blood moves through the port and into the tubing. Per complaint form: we have had two incidents with the above IV cath. When the nurses insert the catheter, the blood moves through the port and into the tubing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter blood moves through the port and into the tubing. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no.: 381512. Batch no.: 9140903. It was reported that blood moves through the port and into the tubing. Per complaint form: we have had two incidents with the above IV cath. When the nurses insert the catheter, the blood moves through the port and into the tubing.